Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore involving a vbx study device: according to the database entries the patient presented with a visceral occlusive disease of the hepatic artery and of the splenic artery. On (B)(6) 2019, a brachial percutaneous access was made to implant two gore® viabahn® vbx balloon expandable endoprosthesis to treat stenosis of 1.0 cm length within the hepatic artery and stenosis of 4.9 cm length within the splenic artery. Both viabahn® vbx devices were navigated to their intended locations and deployed without issues. At the end of the procedure both viabahn® vbx devices were patent. The patient was discharged from the hospital an (B)(6) 2019. On (B)(6) 2019, the patient presented with stenosis of the viabahn® vbx device implanted in the hepatic artery and occlusion of the viabahn® vbx device implanted in the splenic artery. On (B)(6) 2019, during an unscheduled follow up visit, an angiogram and a computed tomography angiography were performed, showing that the viabahn® vbx device implanted in the hepatic artery was not patent. On (B)(6) 2019, an endovascular reintervention was performed to treat restenosis of the viabahn® vbx device implanted in the hepatic artery. At the end of the reintervention patency of the viabahn® vbx device was restored. According to the database entries the occlusion of the viabahn® vbx device implanted in the splenic artery is ongoing.